Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-jul-2015, an fse was on-site to conduct service. Prior to dispatch the technical support specialist (tss) had the customer turn off the powere and raise the hood of the analyzer. A few dropped cups were removed, but one remained. The customer powered up and reported a grinding noise.when the fse arrived on-site the instrument was operational and had been running for two hours. Service was no longer needed. The most probable cause of the reported event was due to a cups impeding operation which were cleared by the customer..

Event description:
On (B)(6) 2015, a customer reported error 4111 (test cup-tip lane home detection) with their aia-2000 analyzer. The customer is unable to run fsh, lhii and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.